Manufacturer narrative:
(B)(4). The reported complaint of "a large he leak alarm" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported "sterile sleeve disconnected from sheath and iab displaced". Additional information states that the iab catheter was removed and it is unknown if it was replaced. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported "sterile sleeve disconnected from sheathand iab displaced". Additional information states that the iab catheter was removed and it is unknown if it was replaced. No patient injury or consequence reported. The patient's current condition is reported as "fine".